Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2025 from the nurse of a 73-year-old female patient, with a medical history including hypertension and end stage renal disease, who stated the patient¿s blood pressure decreased and she experienced tingling and itching during a home hemodialysis treatment on (B)(6) 2025. Treatment ended and the patient was sent to the hospital (date not specified). Additional information was received on (B)(6) 2025 from the home therapy nurse (htn) who stated the patient was administered a saline bolus (500 ml) intravenously and did not experience any additional symptoms. Per the htn, the patient has recovered without sequelae and will not resume therapy with nxstage.